Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "during drilling, about 10 mm of the drill tip broke off due to interference with the nail. A skin cut was added on the opposite side and the drill tip was removed." It was also reported that there was a 20 minute delay.

Event description:
As reported: "during drilling, about 10 mm of the drill tip broke off due to interference with the nail. A skin cut was added on the opposite side and the drill tip was removed." It was also reported that there was a 20 minute delay.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Please note the corrections to b1, h1 type of reportable event and h6 clinical signs codes.

Event description:
As reported: "during drilling, about 10 mm of the drill tip broke off due to interference with the nail. A skin cut was added on the opposite side and the drill tip was removed." It was also reported that there was a 20 minute delay.